Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead had unsatisfactory measurements upon initial placement. Attempts to reposition the lead were complicated by helix retraction issues. The lead was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix.) Subsequent testing did not identify any product abnormalities that may have caused or contributed to the sensing issue allegation however the helix issue was confirmed based on the finding of dried blood in the helix housing.